Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported 1 false positive sars results for one patient. The symptomatic/asymptomatic status of the patient is unknown. No confirmatory testing completed.